Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the balloon burst. The procedure was completed with a second cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the balloon burst. The procedure was completed with a second cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 67 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was inflated without problems however it was not able to hold pressure due to a pinhole located approximately 67 mm from the tip of the device. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure.